Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 25-sep-2015 from the consumer, via social media: consumer reported tubes and coils out on monday (unspecified). She mentioned she had a baby girl after essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. After delivery via c-section, a hysterosalpingogram (hsg) showed both essure devices migrated. She mentioned that devices and fallopian tubes removal was scheduled. The reported events are serious due to medical importance. Only c-section is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, no hsg was performed and patient became pregnant almost 2 years after essure insertion. Later a device migration was found. Although pregnancy in this case could be considered rather a consequence of non-compliant use; since it is not known whether essure was migrated first and the pregnancy followed, or whether it was in place during the conception and was migrated later a contraceptive failure cannot be excluded. Regarding c-section, the reason for this procedure was not clearly reported; however consumer had 3 previous c-sections, which could be an alternative explanation for this procedure. Therefore, it was considered as unrelated to essure. Additionally, consumer had prolonged bleeding for 6 weeks after essure insertion (serious, listed event) and other non-serious events. This case was considered an incident; since surgical intervention will be required (salpingectomy scheduled). On follow-up she reported tubes and coils out, but it was not clear whether the procedure was already done or just planned. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 27-sep-2015 and on 29-sep-2015. Consumer stated that on coil was deeply embedded in her uterus and her doctor could not remove without her bleeding out. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. After delivery via c-section, a hysterosalpingogram (hsg) showed both essure devices migrated. One of the coils was deeply embedded in her uterus (interpreted as device embedded/partial perforation) and her doctor could not remove it without bleeding her out (interpreted as procedural bleeding). Tubes and coils were removed. These events are serious due to their medical importance. All events, except the c-section, are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, no hsg was performed and patient became pregnant almost 2 years after essure insertion. Later a device migration was found and device embedment was noticed during surgery. Although pregnancy in this case could be considered rather a consequence of non-compliant use; since it is not known whether essure had migrated first and the pregnancy followed, or whether it was in place during the conception and migrated later, a contraceptive failure cannot be excluded. Regarding c-section, the reason for this procedure was not clearly reported. However, consumer had 3 previous c-sections, which could be an alternative explanation for this procedure. Therefore, it was considered as unrelated to essure. Considering the nature of procedural bleedings and device embedment/partial perforation, the causal relationship between these events and essure cannot be excluded. Upon follow up information, the case was regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 21-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1589, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer wanted to share some additional information relating to events that occurred recently. She experienced a long list of adverse effects including pmdd (premenstrual dysphoric disorder). She was already over (B)(6) pregnant when she found out the pregnancy in (B)(6) 2014. During the pregnancy, she experienced headaches. She delivered her daughter approximately (B)(6) premature when her water broke spontaneously in the middle of the night. Essure devices were removed by laparoscopic surgery for bilateral salpingectomy, one migrated coil was embedded in fatty tissue in her peritoneal cavity was retrieved, but as of (B)(6) 2015 she still had one remaining coil that was so deeply embedded in the back of her uterus that it will require additional surgery to remove due to the risk of her bleeding out. As she recovers from this recent surgery and try to mentally and physically prepare herself for another surgery. She was very angry and in a lot of unnecessary pain and emotional stress because of the failure of essure. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. She delivered her daughter approximately (B)(6) premature (premature labour) when her water broke spontaneously in the middle of the night (seen as premature rupture of membranes). After delivery via c-section (this event was deleted since the reason was provided), a hysterosalpingogram (hsg) showed both essure devices migrated. One of the coils was deeply embedded in her uterus (interpreted as device embedded/partial perforation) and her doctor could not remove it without bleeding her out (interpreted as procedural bleeding). Tubes and coils were removed. These events are serious due to their medical importance. All events, except the events premature labour and premature rupture of membranes, are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, no hsg was performed and patient became pregnant almost 2 years after essure insertion. Later a device migration was found and device embedment was noticed during surgery. Although pregnancy in this case could be considered rather a consequence of non-compliant use; since it is not known whether essure had migrated first and the pregnancy followed, or whether it was in place during the conception and migrated later, a contraceptive failure cannot be excluded. Considering the nature of procedural bleedings and device embedment/partial perforation, the causal relationship between these events and essure cannot be excluded. Also, the occurrence of premature separation of placenta could be a reason for premature delivery. A mechanical interference between essure and the developing pregnancy cannot be excluded. Upon follow up information, the case was regarded as incident since a device removed by laparoscopic surgery for bilateral salpingectomy was performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for contraception. The consumer reported she had three pregnancies since 2005, two of which were considered high-risk and were physically and emotionally exhausting; all three pregnancies required c-section deliveries and the recoveries were nearly as difficulty as the pregnancies themselves. She stated essure sounded like the perfect fit because it did not require invasive surgery, which she didn't want to go through again after just giving birth to her son by c-section on (B)(6) 2012. The insertion was performed as an outpatient procedure at a local hospital; under anesthesia. When she awoke, her gynecologist explained that she had some difficulty placing the left side device, but that everything appeared to be successful. She experienced sharp, stabbing abdominal pain and prolonged heavy bleeding the moment she woke up from anesthesia. After insertion, she experienced the heavy bleeding and stabbing abdominal pain for 6 weeks. When the bleeding finally ended, she thought it would resume as normal but during the time from insertion until the time of the report, every menstrual cycle she had become increasingly painful with severe cramping and severe bloating and swelling of her abdomen; she expelled large blood clots the first few days of her cycle as well it has come to the point where the pain and heavy flow have begun to interfere with her dally activities. During her menstrual cycle, her energy levels were completely depleted and it becomes difficulty to do the things she wanted. She also experienced during this post-insertion time periodic sharp stabbing pelvic pain when she sneeze hard, or if was using her abdominal muscles (for example, during exercise). She was unable to have the hsg (hysterosalpingogram) test to confirm proper placement and in (B)(6) 2014, she found out that she was pregnant almost 2 years after having essure implanted. Her post-essure pregnancy was absolutely the worst one yet. From the very beginning she had continuous, painful cramping and contractions right until the day she gave birth on (B)(6) 2015, by another c-section. Her daughter was born safely and she made it through the pregnancy and delivery; but the consumer suffered through every moment of it, again both physically and emotionally, as she had in her previous pregnancies. Four months post-partum, she experienced additional symptoms including pinching pain and pressure in her tail bone area, as well as her right lower pelvic/hip area, and even greater pain, bloating and clotting during her menstrual cycles. On (B)(6) 2015, an hsg test was done to check placement and on (B)(6) 2015 x-ray was done (during an unrelated ivp test to check for kidney stones). Her doctor confirmed that neither essure coil were properly placed both have migrated outside of the fallopian tubes; both coils were located in areas that she had experienced the greatest amount of lower back and abdominal pain as well. She stated that now she will have to endure another surgery to have the fallopian tubes and the coils removed on (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. After delivery via c-section; a hysterosalpingogram (hsg) showed both essure devices migrated. According to her, devices and fallopian tubes removal is scheduled. The reported events were considered serious due to medical importance. Only c-section is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this case, no hsg was performed and patient became pregnant almost 2 years after essure insertion. Later a device migration was found. Although pregnancy in this case could be considered rather a consequence of non-compliant use; since it is not known whether essure was migrated first and the pregnancy followed, or whether it was in place during the conception and was migrated later a contraceptive failure cannot be excluded. Regarding c-section, the reason for this procedure was not clearly reported; however consumer had 3 previous c-sections, which could be an alternative explanation for this procedure. Therefore, it was considered as unrelated to essure. Additionally, consumer had prolonged bleeding for 6 weeks after essure insertion (serious, listed event) and other non-serious events. This case was considered an incident; since surgical intervention will be required (salpingectomy scheduled). A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.